Manufacturer narrative:
Event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from friend/family member and the patient regarding the patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient has been feeling shocking when petting her cat or touching the stove. The patient was asked if the shocking was internal and the patient confirmed and stated it's happening when she if touching certain things she will feel a shock. The caller also noted that the patient is blind. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the shocking was determined and stated that ¿need to change the channel setting¿. As a step taken to resolve the shocking, the patient changed the setting to a lower position setting. They noted that the issue was resolved. The patient also reported that they were experiencing pain around the implant area. There were no further complications reported or anticipated. (See general text and rd comments/results text field for non-complaint information rule out/omitted from the event description).